Manufacturer narrative:
Initial reporter address: (B)(6). The device was returned for analysis. The wire was broken on 200cm from proximal to broken section and 130cm from distal to broken section, overall should be 330cm, therefore no piece is missing. Additionally, the wire was kinked at the middle section. Dimensional inspection of the wire that could be measure were performed and were within specification. However, dimensional inspection of the overall length of the wire could not be performed due to the device condition.

Event description:
Reportable based on device analysis completed on 08jul2019. It was reported that the device could not cross the lesion. The target lesion was located in the left anterior descending artery. A 330cm rotawire was selected for use. During procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No complications reported and the patient was stable. However, device analysis revealed that the wire broke.